Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received and clarification that the lead was not replaced until a month later than previously noted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 0.3-1.0cm from the cut end of the middle segment, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. External insulation abrasion was noted at 6.9-7.2cm, 7.4-7.6cm, 8.0-8.3cm, and 8.4-8.7cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location, consistent with the observation from the field of noise.

Event description:
It was reported that rv lead noise was observed. Diagnostic imaging showed the lead was bent. During revision, it was difficult removing the lead resulting damage. The lead was replaced.